Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A follow-up report will be submitted if product is returned or additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a low readings issue with the freestyle libre sensor. The customer was experiencing stomach ache and nausea, and a scan reading of 177 mg/dl was obtained as compared to a built-in meter reading of 400 mg/dl. The caregiver treated the customer with humalog insulin (dose unknown), and replaced the sensor. The results when plotted on a parkes error grid fall into the c zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. .

Event description:
A caregiver reported a low readings issue with the freestyle libre sensor. The customer was experiencing stomach ache and nausea, and a scan reading of 177 mg/dl was obtained as compared to a built-in meter reading of 400 mg/dl. The caregiver treated the customer with humalog insulin (dose unknown), and replaced the sensor. The results when plotted on a parkes error grid fall into the c zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.